Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 captures the reportable event of rescue forceps used to retrieve the rx tunnel.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was inserted into the working channel of the scope and was successfully dilated. The balloon was removed, and an alternative device was inserted into the working channel. However, the black plastic (rx tunnel) from the balloon was pushed out of the working channel into the patient. The rx tunnel was retrieved using rescue forceps. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.